Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa could not be replicated in a testing environment. Additionally, the delivery catheter (dc) shaft was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open during efaa and torn dc shaft were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, enlarged left atrium, prolapsed posterior leaflet, posterior flail, and a curved vessel. A steerable guide catheter (sgc) was inserted into the blood vessel, but it was observed that the sgc shaft was bent. Therefore, the sgc was removed from the patient, guided by x-ray, and replaced with a new sgc. A mitraclip xtr was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from less than 5 degrees to approximately 40 degrees, resulting in increased mr. The clip was implanted. To stabilize the previously implanted clip, a mitraclip ntr was positioned close to the first clip, but repeated attempts failed to achieve satisfactory surgical results. The mitraclip ntr was implanted. The procedure was completed with two clips implanted. The mr was reduced to grade 3+. No additional information provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.